Event description:
Found pt. To have severe 3 vessel coronary artery occlusive disease. On 12-18-97 pt. Had cab 6 x 6 and a left transfemoral iab placed. That same evening, the iabp (90a) attempts to autofill, machine alarms "autofill failure." Iab placed on standby and a attempts made to auto fill balloon. Attempts were unsuccessful. Attempts made to manually fill balloon following the operating instructions, these were unsuccessful as well. Pt's bp & ci drop significantly while balloon pump on standby (from 4.07 to 1.75; bp 106/54 61/37. Portable iabp retrieved from surgery and consoles changed. Iab recalibrated and zeroed. Iabp now working appropriately. Pt's bp & ci improved 2.66 and bp 79/47. Total time approx 10-15 min. To remedy situation. Pt required levophed infusion to treat bp drop. Pt also found to have embolic event to the brain.